Event description:
It was reported that the pump battery could not be charged with tandem-provided charging cable and wall adapter, resulting in the pump not being able to be turned on. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.